Manufacturer narrative:
The mega needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-oct-2024: the customer did overview the instrument prior to the procedure and did not see any damage. The instrument did not have any articulation problems due to the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega needle driver instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. The complaint was confirmed based on the failure analysis investigations.